Manufacturer narrative:
Philips has investigated this complaint. The system diagnosis was completed remotely by the remote service engineer (rse) and confirmed that the system was not starting. According to the additional information collected, the system was not in clinical use when the issue occurred. The rse directed the user to open the cabinets in the technical room and it was verified that the main cabinet had the f2 circuit breaker tripped. Review of the system log file showed that the fdcsib was not working, likely due to ta power failure. The rse instructed to turn off the equipment, reset all mpdu breakers and turn the equipment back on. The equipment was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that, system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.